Event description:
It was reported by service report that the siderails panel are cracked. There was pt involvement; however, no adverse consequences are reported.

Manufacturer narrative:
Siderail panels.